Manufacturer narrative:
This is our first reporting, and we had issues and unfortunately it is late. We had issues setting up our esg production account. Our test account was approved on (B)(6) 2022 but our production account was not approved until (B)(6) 2022. We worked with the esg help desk from the beginning and throughout until the issue was resolved and our production account was established.

Event description:
A cosmetic cover fell off of the nozzle during treatment. The cover did not hit anyone, it landed on the floor.